Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lots and the tracking and trending report review determined that there are no related adverse and non-statistical trends for the two mentioned assays. A review of labeling concluded that the issue is sufficiently addressed. The performance of the likely cause lots was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not reveal any events or issues that may have impacted the performance of the lot numbers in relation to the complaint issue. A review of field data was performed for the prism hbsag assay. The initial reactive rates, repeat reactive rates and specificity of the complaint lot numbers were within package insert specifications. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a false reactive, confirmed (B)(6) prism hbsag result on a plasma donor who tested nat hbv, hiv, hbcore and hcv negative and prism hbsag negative (sample draw dates of (B)(6) 2018 and (B)(6) 2018). Sid (B)(6) (sample draw date of (B)(6) 2018) tested prism hbsag initial, repeat and confirmed (B)(6). No impact to patient management was reported. The positive plasma unit was not released for use. No specific donor information provided.

Manufacturer narrative:
Concomitant medical products: hbsag confirmatory list 6e51 updated to 06e51-68 and lot added 89057m500 on this report. Evaluation in process.